Event description:
The advocate stated his son received a blood glucose reading of 158mg/dl from the contour usb meter,was re-tested on the doctor's equipment and received 399mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged at the request of the advocate, the meter was replaced test strip information was not provided and the product will not be returned for evaluation.